Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a duckbill basket punch device, the punch broke during use while inside the surgical site.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that device was not returned for evaluation and that manufacturing review was performed. Device was not returned and is not available for evaluation. (B)(4).